Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. Results provided: sid (B)(6) = 102 / 138.9 mmol/l, repeated 8x with results around 139, except one value of 119 mmol/l (reference range: 133-146 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. As part of the troubleshooting the sample was repeated multiple times and generated normal results. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. No additional issues were identified. Based on the available information, no deficiency was identified.